Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 496 mg/dl and 145 mg/dl. The customer treated high blood glucose level with the insulin pump. The customer had been using the insulin pump within 48 hours of the high blood glucose level event. The customer was neither in emergency room, nor admitted into the hospital, nor was emergency medical services dispatched as a result of high blood glucose level. The customer reported that the insulin pump had an insulin pump error alarm. The customer was able to clear the alarm and rewind the insulin pump and also the insulin pump passed the self test. The insulin pump was on auto mode at the time of the event. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.